Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operates within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Since the shunt assistant 2.0 is a valve with a fixed pressure stage, the adjustment test was not applicable. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valves, as well as the brake functionality and brake force. The valves operate as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of underdrainage. At the time of our investigation, the valves were operating within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4) & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (part # fx643t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operating in underdrianage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years. Height: 120 centimeters (cm). Weight: (B)(6) kilograms (kg). Gender: female.